Event description:
Procedure: lap hernia repair. According to the reporter: the doctor asked to use the pco9fx which was handed to him. The mesh was hydrated and inserted by the doctor as he always does with the pco mesh. When he wanted to fixate the sutures on the mesh, we saw that the right side of the composite film was hanging lose from the mesh and it would be a big risk for adhesions if he tacked and left the mesh in the patient, and asked for another pco9fx, and he tacked the mesh with an abstack30 with no further problems. No tissue loss, damage, or blood loss. Operating room time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).